Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (not powering up normally) has been confirmed. Upon investigation the monitor failed an incoming pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor wasn't powering up normally. The patient was issued a replacement monitor.